Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included peritoneal adhesions. (B)(6) 2013- pathology report final report diagnosis-gross description: fimbriated tube #1 measures 4 cm in length x 0.9 cm in diameter. Proximally, the tube lumen, there is a silver colored metallic coiled wire. The remainder of the tube cut surfaces are unremarkable. Fimbriated tube #2measures 4.5 x 0.9 cm. The serosa is smooth. Proximally, in the tube lumen, there is a silver colored metallic wire present. Concurrent conditions included uterine bleeding. Concomitant products included buspirone hydrochloride (buspar), gabapentin, hydrocodone, ibuprofen, naproxen, valaciclovir hydrochloride (valacyclovir hcl) and valproate semisodium (depakote). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2010, the patient experienced allergy to metals ("diagnosed nickel allergy? Yes"). In 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia/heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("inside vaginal wall pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, menorrhagia and dyspareunia had resolved and the allergy to metals, abdominal distension, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, bloating discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total blockage of fallopian tubes; on (B)(6) 2009: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs+mr received- new events abnormal bleeding (vaginal), lower abdominal pain , inside vaginal wall pain were added. New reporters, medical history, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in a 34-year-old female patient who had essure (batch no. 626599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included peritoneal adhesions. Concurrent conditions included uterine bleeding. Concomitant products included buspirone hydrochloride (buspar), gabapentin, hydrocodone, ibuprofen, naproxen, valaciclovir hydrochloride (valacyclovir hcl) and valproate semisodium (depakote). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2010, the patient experienced allergy to metals ("diagnosed nickel allergy? Yes"). In 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia/heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("inside vaginal wall pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6)2013. At the time of the report, the dysmenorrhoea, menorrhagia and dyspareunia had resolved and the allergy to metals, abdominal distension, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, bloating discrepancy noted in date of insertion-(B)(6)2009, 20feb2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: total blockage of fallopian tubes; on (B)(6)2009: results of confirm. Test: bilateral occlusion. Pathology test - on (B)(6)2013: final report diagnosis-gross description: fimbriated tube #1 measures 4 cm in length x 0.9 cm in diameter. Proximally, the tube lumen, there is a silver colored metallic coiled wire. The remainder of the tube cut surfaces are unremarkable. Fimbriated tube #2measures 4.5 x 0.9 cm. The serosa is smooth. Proximally, in the tube lumen, there is a silver colored metallic wire present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("(painful sexual intercourse)"), allergy to metals ("diagnosed nickel allergy? Yes") and abdominal distension ("bloating"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, menorrhagia and dyspareunia had resolved and the allergy to metals and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure stop date updated. Events: menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy, bloating were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.